Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the cx. Approximately 13 months later, patient suffered a stroke. Event was treated with hospitalization and heparin but the patient suffered a non-cardiac death approximately one week later. The investigator and the sponsor assessed the event as not related to the device or the anti-platelet medication.